Event description:
Customer reports observing discrepant results with meter when compared to lab. General therapeutic range for pts reported to be 2.0-3.0.

Manufacturer narrative:
Investigation pending.